Event description:
It was reported that during a radical prostatectomy procedure the device cut but did not coagulate. A hemorrhage occurred at the level of the apex (vessel). The hemostasis was successfully made with another device. Another device was used to complete the case. No transfusion required. There was no patient consequence.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.